Manufacturer narrative:
Evaluation was not possible, as the device has not been returned. Due to this fact we are unable to determine what may have caused the user to experience the reported incident. A review of the device history record was performed which confirmed no inconsistencies. In the event the samples are returned for evaluation the complaint will be reopened for additional investigation. (B)(4).

Event description:
During a wrist arthroscopy, it was reported that a bent tooth on the blade caused it to shed metal in the joint. It was confirmed all particulate was removed during the cartilage debridement. There was no patient injury or delays reported.